Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was squirting out insulin during the manual prime. The customer did not recall the blood glucose reading. The customer reverted to using an old insulin pump. The customer declined further troubleshooting.